Manufacturer narrative:
Mitek medical affairs department discovered this published white paper detailing a historical event in which some mitek devices were implicated. It cannot be confirmed that this issue had been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This complaint was forwarded to mitek complaints by our medical affairs team who reviewed a journal article where mitek rigidfix cross pins were used for an acl reconstruction for a (B)(6) male who sustained a left acl rupture in (B)(6) 2001. After a course of physiotherapy and a period of nonoperative treatment he elected for a reconstruction. Two rigidfix cross pins were placed from the lateral side of the femur as per operative technique. In (B)(6) 2008, the patient developed an acute collection on the medial side of his knee overlying the medial femoral condyle. This was incised and drained, and a 22mm fragment consistent with the rigidfix implant was retrieved. (B)(6). J orthopaed traumatol (2013) 14;155-157, doi 10.1007/s10195-012-0194y, loose body following cross-pin fixation for anterior cruciate ligament reconstruction. Authors: r.a. Boden, a. Razak, s.m.a. Hussain, s.j. Mcloughlin.